Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried body fluid/blood noted in neck region of lead. X-ray found the lead was not electrically continuous. Detailed analysis confirmed that the cathode coil fractured (neck-down) at distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
The right ventricular (rv) lead was not successfully implanted due to placement difficulty. The lead was returned for analysis and analysis determined that the lead was fractured. No adverse patient effects were reported.